Event description:
It was reported that the right ventricular (rv) lead's impedance has gradually been rising from march to (B)(6) 2013. The lead remains in use and the patient will be followed more closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507645 implantable pacing lead - implanted (B)(6) 2003. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead had been capped and replaced. No patient complications have been reported as a result of this event.